Event description:
Reporter indicated that vns pt had passed away. Treating physician indicated the cause of death was most likely sudep (sudden unexplained death in epilepsy). Treating physician indicated that the ncp system was not related to the cause of death. No autopsy will be performed. There is no indication that the device was not functioning.